Event description:
Device 2 of 2. Reference MFR report# 1627487-2014-20157. It was reported the patient experienced loss of cervical stimulation. The patient felt a pop near the extension site post-surgery (reference MFR report# 1627487-2014-24081). X-rays confirmed the scs extension was disconnected from the cervical lead. As a result, the patient underwent an additional surgical procedure on (B)(6) 2014. The physician electively implanted an additional scs ipg and connected the cervical lead directly to the device. The extension remain implanted and has been disconnected from the lead and ipg. During intra-operative and post operative follow up, diagnostics determined high and invalid impedances on the lead. However, the sjm representative was able to capture the desired coverage with reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.